Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while inserting the surface with an inserter, the anterior part of the tibia base plate broke.